Event description:
During a pta procedure, when deflating the balloon catheter, the gauge of the inflation device did not move from 6 atm. The procedure was successfully concluded with no patient injury or incident. The used device is being returned for evaluation.

Manufacturer narrative:
Although the device used in the reported incident has been returned, it has not yet been evaluated by the manufacturer, therefore a failure analysis is not yet available. The reported event is not occuring more frequently or with greater severity than is usual for the device.